Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the implantable cardioverter defibrillator exhibiting non-sustained right ventricular over-sensing. The episode were attributed to loss of capture. Programming adjustments were discussed; however, no interventions or patient symptoms were reported.